Event description:
On 10/23/06 the lay user/reporter, the pt's son, contacted lifescan (lfs) alleging the one touch ultra meter would not display the testing mode. On 10/25/06 the medical affairs specialist (mas) spoke with the pt to obtain and verify info. The mas also reviewed the recorded telephone call. The pt noted the reported meter would not display the testing mode, and would display only the results stored in memory. She was unable to obtain a blood glucose reading on that day. At the time the pt was experiencing the symptom of shaking, and had a wound that was not healing. Following the use of the meter, the pt administered self-care by taking one pill of her oral diabetes medication glucophage (metformin). Due to her symptoms, the pt's son took her to the emergency room, where her blood glucose level was tested to be 600 mg/dl. The pt was treated with an insulin injection. The pt was admitted to the hosp for five days, with a diagnosis of hyperglycemia and bronchial pneumonia. The pt had been able to successfully test her blood glucose level two days prior to the event, and had obtained readings of 120 mg/dl and 130 mg/dl. The pt takes the oral medication glucophage (metformin), dose unknown, once per day. During the two days she had been unable to successfully test her blood glucose level, the pt had continued to take her oral diabetes medication, but she had not eaten much food. The customer care advocate (cca) determined during the troubleshooting telephone call that the pt had been incorrectly inserting the test strip, which can cause the meter to not start the testing mode. The issue was resolved with troubleshooting and pt education. The pt was not using the correct testing technique and was unable to obtain a blood glucose reading on the meter while experiencing symptoms that suggest hyperglycemia. The pt rec'd emergency medical attention, treatment with insulin, and admission to the hosp. Therefore this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.